Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had the image flickering during an unspecified procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated: d8, d9, e2, e4, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported flickering image/no image issue was found to be due to a damaged video connector socket, resulting in the endoscope cable not able to connect securely. The root cause of the damaged video connector socket was likely due to user handling/mishandling olympus will continue to monitor field performance for this device.